Event description:
Radiology tech was getting ready to do a kidney-ureter-bladder x-ray (kub) on patient and when lifting gown, found that IV tubing lying loose in bed and huber needle tubing had snapped off from its black connector. Patient had just been checked a few minutes before. Patient had not moved about. Tubing was immediately clamped and removed and port-a-cath re-accessed with new huber. Patient had originally been accessed with no difficulty and through night there had not been any unusual stress on tubing.====================== health professional's impression======================see info above.